Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a system fault error 41/622. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair in overall good physical condition. Service history review identified the complaint was not related to a previous service of the device within the review period. Review of event history confirmed error code 41622. The device cam sensor replaced. Device since passed all functional and accuracy testing post repair.